Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sp monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. The broken piece was not returned, measuring roughly 0.066" x 0.091" in size. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation(s) not related to the customer reported complaint include the instrument was found to have a scratch marks/abrasion on tube adapter at the distal end.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was found to have the joint part broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer inspected the instrument prior to use and found the gray part of the instrument tip was completely detached off. There was no observed intraoperative collision or misuse involving the instrument. The customer did not use the instrument on patient and confirmed that no fragment fell inside of the patient. No patient injury was reported.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) monopolar curved scissors instrument. A follow-up MDR will be submitted following the completion of product evaluation and if additional information is received.